Manufacturer narrative:
(B)(4). Date sent: 12/21/2020. D4: batch # u5dy31. H6: component code = mechanical (g04). Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with three reloads. The reloads gst60b (b, c) were received fully fired with bumps on both reloads. The reload gst60d (d) was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, while using buttressing material on the third fire, the device jammed ("possible tissue plowing"). Stapler failed to cut on across the staple line while pushing the compressed tissue out of the jaws. As the device was being pulse fired, the tissue began slipping out of the distal tip of the jaws creating slight tissue damage, malformed staples and partial cut line. Slight tissue damage occurred as tissue was pushed out of jaws causing a ¿bunching¿ effect. Stapler did deliver staples but were not formed properly. Surgeon had to pick out one-by-one. Staple line was not complete and device partially cut, not fully. The cut line was not complete. Cut line was jagged and irregular. There was no difficulty opening the device. The procedure was completed with a like device with no patient consequences.